Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 30-jun-2016 ts (technical support) ordered a replacement filter which should arrive next day. Customer received, installed and reconnected the new filter, which resolved the issue. On 01-jul-2016 ts (technical support) talked to the customer who reports that the g8 is running fine, pressure is normal. The most probable cause of the reported event was outlet tubing connecting the filter housing was too tight.

Event description:
On (B)(6) 2016 the customer reported high pressure error 102 with their hlc-723g8 analyzer. Technical support asked them to replace the filter and they discovered that the black screw was cracked. They replaced the filter and tightened the cracked black screw. Tested the pressure - now 6.55. They will run samples and check for pressure errors and also check cgrams. The customer is unable to run hba1c patient samples. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.